Manufacturer narrative:
PMA # p050017/s006. Device evaluation: the zfv6-125-10-10.0 device of lot number c1805347 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 10th december, 2021. On evaluation of the device, no defects were observed on the device. The device flushed as expected and a 0.035inch wire guide passed through the device without issue. Document review: prior to distribution zfv6-125-10-10.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-125-10-10.0 of lot number c1805347 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1805347. It should be noted that the instructions for use ifu0058-4 states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information. According to the instructions for use (ifu0058-4), the zfv6-125-10-10.0 device is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery. It is known that the physician used the zfv6-125-10-10.0 device for percutaneous transhepatic biliary drainage. This is considered to be off label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR begin submitted due to completion of investigation on 25-nov-2021.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: p050017/s006.

Event description:
Ptbd was done. After crossing wire stent was deployed over wire. Post deployment stent crumped and migrated. Off label use of zilver flex for percutaneous transhepatic biliary drainage. (B)(4). Another stent was placed across it, longer in length. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."